Event description:
It was reported that a 55-year-old female patient who underwent breast implant surgery with mentor medical devices (mentor memoryshape¿ mh 345cc, date of implant (B)(6) 2015) has experienced breast implant rupture on the left side after a fall, confirmed by MRI and complicated by silicone lymphadenopathy in the left axilla. As a result, the patient underwent the left implant explantation on (B)(6) 2025. Should additional information become available, this case will be re-assessed and notes will be updated.

Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: symptomatic rupture, granuloma h6 health effect - clinical code e2402: chest injury mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per additional information received on june 19, 2025, the patient also experienced bilateral capsular contracture grade IV, and bilateral local reactions., and bilateral chest injuries. The MRI examinations showed significant pericapsular fluid around the implant. As a result, patient underwent bilateral capsulectomies, right side lateral capsulorrhaphy, bilateral replacements with 200cc high profile mentor prosthesis, and bilateral secondary mastopexies. H6 health effect - clinical code e2402: chest injury. Manufacturer¿s reference number: (B)(4).